Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify multiple insulin pump error alarm due to blank display. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and other multiple insulin pump errors. Customer¿s blood glucose was 93 mg/dl. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer passed displacement test and self test. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.